Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The guidewire/stylet was inserted through the tip of the lead, and the lead was able to be inserted through the catheter. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-15568. It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure physician trimmed the guidewire to shorten it, then attempted to advance the lead (1458q) over the guidewire but encountered resistance. The physician then determined that there was likely a problem with the lead and requested a replacement. The second lead (1457q) was straightened with a firm stylet prior to the physician loading it onto the cut guidewire. There was less resistance; however, the physician found that the lead would not emerge from end of the inner catheter that was deployed. The physician then decided to abandon placement of a left ventricular lead, and instead opted to implant a his bundle lead. The patient was in stable condition.